Manufacturer narrative:
Doctor did not provide pt's name or the name of the ophthalmologist pt was referred to. Doctor has stated that the pt is an abuser of lenses. Doctor states that the lens is not available and the lot number is unk. H6- method code- a review of the 12-month complaint history for this product was performed. There has been one other unconfirmed report of a corneal ulcer for this product. H6- results code- the results of the evaluation did not find anything to indicate that the device could have caused or contributed to the event. Conclusions code- there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the event. Based on the limited info available, this is being reported as a possible corneal ulcer. Should additional info be obtained that would change this conclusion, an update will be submitted.

Event description:
Doctor mentioned to sales rep in passing that a pt was referred to an ophthalmologist for a corneal ulcer. The date of the event is unk.